Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Correction/removal report no. For results <4.5, the complained test strips have been calibrated against the who standard rtf/16 and affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer complained of questionable inr results for multiple patients from coaguchek xs meters serial numbers (B)(4), and unknown serial numbers. Of the data provided, there were discrepant inr results for 7 patients compared to the laboratory results. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. Patient 3 withheld their coumadin dose on (B)(6) 2018. Patient 5 withheld their coumadin dose and was given vitamin k that was not based on the meter results. The suspect device was requested to be returned for investigation. Retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.